Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The facility engineer later reported that they believe the event occurred due to repeated use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event can be caused if the high-energy endo-therapy accessory is used without sufficient distance from the distal end section of the scope. However, a definite root cause could not be determined. Olympus will continue to monitor field performance for this device.